Event description:
It was reported that during the shoulder arthroscopy procedure, the shaver got hot toward the end of the procedure. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
One powermax elite motor drive unit service replacement part number 72200616 was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include cleaning and sterilization methods and the chemicals involved. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. A review of the device history record was performed which confirmed no inconsistencies. This is a reusable device in which the usage for this event was "reuse".